Event description:
A pt reported experiencing inaccurate low results with a lifescan meter. The pt's blood glucose results were 50, and 140 mg/dl. Tests were done within 10 minutes with a difference of 80 mg/dl. Pt did not experience any adverse events. No further info has been reported.